Event description:
It was reported there was a vent fail and apl fail message displayed during use. There was no patient injury reported.

Manufacturer narrative:
The investigation was just started, the result will be forwarded after closing the investigation. H3: on-going.

Event description:
It was reported there was a vent fail and apl fail message displayed during use. There was no patient injury reported.

Manufacturer narrative:
The device was inspected by a draeger service technician. Neither the reported vent fail nor the apl failure could be confirmed. The unit was checked for leakages and the clear color silicone double-tubing apl-peep was presenting a pin hole at the pins double-tubing connection ports. The faulty component was replaced and the leak compliance test was successfully passed. The device log was downloaded but due to a nvram error caused by the lithium battery (not connected with the reported vent fail) the log file could not be analyzed. Therefore, a more detailed evaluation for the case in question was not possible and a root cause could not be determined. In case the fabius shuts down automatic ventilation, the device will generate an audible alarm and a visible alarm message "ventilator fail" will be displayed. In this case automatic ventilation is not possible anymore. The user can switch to manual ventilation as described in the instructions for use. Monitoring is still functional. The fabius is equipped with an integrated pressure-, volume- and o2 monitoring. If set alarm limits are reached a corresponding alarm is posted by the device.